Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-may-17. It was reported the patient had experienced increased spasticity related to the critical pump alarm. A review of the logs determined a motor stall had occurred, without a recovery. It was indicated the physician was aware of the information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 3000 mcg/ml compounded baclofen at a dose of 2200 (lowered after new pump implanted) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a critical alarm occurring and they were bringing the patient in. The representative never heard anything further until notified of surgery date for replacement. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The interventions/actions taken were the patient was placed on oral until surgery. The pump was explanted on (B)(6) 2017. The issue was resolved and patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a manufacturer's representative on 2017-may-01. The pump was returned to the manufacturer for analysis. It was indicated on the paperwork received with the device that the pump was delivering lioresal intrathecal.

Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver baclofen (3000 mcg/ml at 2245.1 mcg/day). Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. If information is provided in the future, a supplemental report will be issued.